Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that vns was causing more seizures. She states that since getting vns, her seizures got worse (up to 10 times a day). She stated that she was singing on the karaoke system and accidentally swiped her vns and one minute later she had a seizure. No further relevant information has been received to date.